Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that IV tubing snapped off in hub of IV could not be verified due to the product not being returned for failure investigation. A device history record review for model 20129e and lot number 23019294 was performed. A device history record review for model 2420-0500 and lot number 23013082 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the IV set separated from the hub. The following information was provided by the initial reporter: it is reported: IV tubing snapped off in hub of IV.

Event description:
It was reported that during use with bd alaris¿ pump module smartsite¿ infusion set the IV set separated from the hub. The following information was provided by the initial reporter: it is reported: IV tubing snapped off in hub of IV.

Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.